Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer had low blood glucose levels of 3.0 mmol/l. The customer reported that his sensor was reading at 2.7 and he treated his blood glucose levels with sugar. The customer declined to perform the troubleshooting related to low blood glucose levels. Product is not expected to return. Additional device related incidents : (B)(4).